Manufacturer narrative:
The actual complaint product was not returned for evaluation. A review of the device history record is in-progress. All information reasonably known as of 14 jun 2023 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the reported event but is relaying the information provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury. H3 other text : device not returned.

Event description:
It was reported that the needle broke. No injury reported. Per additional information received on 26may2023, the needle broke during patient use. The md was able to remove the needle that remained after it broke. There was no injury to the patient. Per additional information received on 12jun2023 reporting, "the spinal anesthesia technique was performed by a trainee. An introducer was used. A reorientation of the needle was made during the technique. It was during the transfer of the needle to the anesthetist (myself) to finalize/complete the technique, that I felt a snap and was able to remove the needle as a whole by removing the introducer in the same movement."

Manufacturer narrative:
The device history record for lot 30240582 was reviewed, and the product was produced according to product specifications. The sample was not returned for evaluation; however, the incident was confirmed based on an image provided for analysis. A root cause could not be determined. All information reasonably known as of 09 aug 2023 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the reported event but is relaying the information provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.